Manufacturer narrative:
(B)(4). Added additional information the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Event description:
Additional information from sales rep: surgeon was the operating surgeon (on the robot). This is not a teaching institution, so there is no resident/fellow, etc. Ace was used through an operating port, so it was being controlled by the assisting surgeon..

Event description:
It was reported that during a robotic laparoscopic myomectomy procedure, the tip of the blade broke off of the device and fell into the patient. It is unknown which generator was being used. The patient was x-rayed and the tip was located and removed by converting to an open procedure. The procedure was extended over one hour due to the issue.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.